Manufacturer narrative:
(B)(4). Pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump passed displacement test. Pump received with cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had crack on the side across. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.